Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pop in (B)(6) 2006 and mesh was implanted into the patient. During the gynecological procedure, there was a perforation of the urine bladder that required a catheter for 7 days. It was reported that the patient experienced pain, repeated infections, increased bleeding, erosions of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.